Event description:
Reporter indicated that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays reviewed by physician did not reveal any discontinuities in the ncp system. Revision surgery was performed at which time and new generator was attached to the original lead. Device diagnostic testing again resulted in high lead impedance reading (dc-dc code 7 and limit), indicating a possible lead malfunction. Both the lead and generator were replaced. Attempts to get additional information have been unsuccessful to date.